Event description:
Approximately one year ago, an amplatzer vascular plug (model and lot unknown) was implanted in a common iliac artery aneurysm, and complete embolization in the target vessel was obtained. On (B)(6) 2018, the aneurysm regrowth was confirmed at the deployment site of the avp and was treated with coil embolization. There is no information available about the deployed embolic coils (model, size and unit unknown). The physician attributes the avp to have caused the aneurysm regrowth.

Manufacturer narrative:
An event of an aneurysm regrowth was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined; however persistent flow following the initial avp implant was reported.

Event description:
Approximately one year ago, an amplatzer vascular plug (model and lot unknown) was implanted in a common iliac artery aneurysm, and complete embolization in the target vessel was obtained. On (B)(6) 2018, the aneurysm regrowth was confirmed at the deployment site of the avp and was treated with coil embolization. The user reports that the aneurysm might not have fully embolized at the initial procedure and that the regrowth of the aneurysm was due to the persistent flow and failure of the avp to fully embolize the existing aneurysm. There is no information available about the deployed embolic coils (model, size and unit unknown). The physician attributes the avp to have caused the aneurysm regrowth.